Event description:
It was reported an alarm was heard by family the morning of report, confirmed by telemetry that empty reservoir alarm occurred the previous day "around 5 pm". It was noted the patient was "a little bit tighter" since pump went empty, was given oral baclofen. Device was refilled with gablofen.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of event was family did not schedule follow up for refill in time. The patient was refilled and dose was increased 10% on (B)(6) 2013. The patient experienced increased tone. No hospitalization was required. The patient outcome was noted as recovered without sequelae.

Manufacturer narrative:
Concomitant medical product: catheter, model 8709, serial# (B)(4), implanted: (B)(6) 2010. (B)(4).